Manufacturer narrative:
(B)(4). It was reported that patient underwent suburethral sling revision and cystoscopy on (B)(6) 2013 due to voiding dysfunction post suburethral sling. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure concurrently with cystoscopy and anterior repair on (B)(6) 2012 due to cystocele and sui and mesh was implanted into the patient. It was reported that the patient underwent mesh revision on (B)(6) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Patient code: (B)(4) - voiding dysfunction additional narrative: it was reported that following insertion the patient experienced urinary tract infection and voiding dysfunction.